Manufacturer narrative:
The customer reported that bsm (bedside monitor) has an intermittent black screen. All of the power indicating lights are on. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The lcd was replaced to fix this issue. The battery found in the device is not a nihon (B)(4) battery. This can cause future damage due to incorrect voltage and amps. The battery was also replaced. All functions were tested prior to the unit being returned to the customer. The repaired unit was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that bsm (bedside monitor) has an intermittent black screen. All of the power indicating lights are on.